Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, arm 4 was not engaging with the instruments. Prior to calling, the customer reseated the drape multiple times and tried a total of three drapes with no change. The intuitive surgical, inc. (Isi) technical support engineer (tse) suggested moving instrument to another arm. The instrument engaged on the other arm with no issue. Customer tried multiple instruments on arm 4, but the issue persisted. The tse suggested hard power cycling the system and manually rotating failing roll axis. The customer did not want to proceed with further troubleshooting and continued case with an assist port instead of using arm 4. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site's robotics coordinator on and obtained the following additional information: the procedure was completed robotically. The surgeon used additional scrub technician in place of arm 4. They used the existing port that arm 4 was using. They did not expand the port.

Manufacturer narrative:
Based on the claim against the product by the customer noting instruments are not engaging on arm 4, an investigation is pending to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported complaint. The universal surgical manipulator (usm) carriage axis 4 was not spinning when the sterile adaptor was placed and the fse could free spin the axis with no resistance. The fse replaced the usm to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered a reportable event due to the following conclusion: a universal surgical manipulator (usm) was replaced after the completion of the procedure due to the carriage axis 4 was not spinning. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section model # is not applicable. Field implant date is blank because the product is not implantable. Information for the blank fields in section initial reporter name and address: is not available. It is unknown if the initial reporter submitted a report to the FDA.

Manufacturer narrative:
The universal surgeon manipulator (usm) was analyzed and found failure analysis investigations was able to replicate and confirm the reported event. Failure analysis noted the fse stated that the carriage axis 4 (degree of freedom (dof) 5) roll was not spinning when a sterile adapter was placed. They also noted the fse mentioned that dof 5 was able to free spin without any resistance. On the in-house system, the dof 5 gearbox was confirmed to be moving freely without any resistance and would not engage to a sterile adapter. The unit passed fiber test, carriage/access controller motor (acm) fan, led test/brightness, direction y/p/I, carriage switches, carriage lissajous, chipencoder virtual absolute (cva) characterization, brake release, brake hold, friction vs, friction sl, friction sh, and advanced brake check. As a fix, the dof 5 gearbox and rotor will be replaced. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.